Event description:
It was reported that the lead exhibited a high threshold of 4 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.